Event description:
Same case as MFR report #: 2134265-2012-05865. (B)(4) study. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 90% stenosed, 2.5x56 mm target lesion located in the proximal left anterior descending (lad) artery. After pre-dilation, two overlapping taxus liberte stents [2.5x32 mm, 2.5x24 mm} where implanted in the target lesion resulting in 0% residual stenosis. Post dilation was not performed. A non-target lesion in the left main coronary artery was treated with a non-bsc stent. The patient was discharged on aspirin and clopidogrel without complications (B)(6) days later. In (B)(6) 2010, at the (B)(6) month study follow up visit, the patient had no anginal symptoms. The next day angiography revealed a 75% restenosed, 2.5x30 mm target lesion located in the proximal lad. Treatment utilized poba and placed a non bsc stent resulting in 25% residual stenosis. The patient outcome was listed as "improved" three days later and the patient was discharged. In (B)(6) 2010, the patient had no anginal symptoms at the 1 year study follow up visit. Per the physician, the event was listed as "possibly related" to the study stent.

Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).